Event description:
It was reported the pump module alarmed for ¿occlusion¿ however upon troubleshooting no occlusion was present. Default setting is 150mmhg on the pump, some clinical units adjust pressures for small venous acess devices wile others don't. Pump module was switched out and infusion continued without issue. There was patient involvement however patient harm is unknown. This was generalized information provided to bd representative on site, no devices are available for return.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module alarmed for ¿occlusion¿ however upon troubleshooting no occlusion was present. Default setting is 150mmhg on the pump, some clinical units adjust pressures for small venous acess devices wile others don't. Pump module was switched out and infusion continued without issue. There was patient involvement however patient harm is unknown. This was generalized information provided to bd representative on site, no devices are available for return.

Manufacturer narrative:
Correction : PMA / 510(k)# additional information : manufacturer narrative. The actual date of event is unknown. Root cause : the root cause for the reported issue of an false occlusion alarm was not determined because no products or device logs were returned.